Event description:
The device was used a laparoscopic cholecystectomy procedure. Reportedly, the instrument jammed. The surgeon applied another instrument to complete the procedure. No pt injury reported.